Event description:
Customer reported false negative reactions with capture-r ready screen. Patient samples containing anti-d were missed and a sample with a known anti-fya appeared as a false negative.

Manufacturer narrative:
A service visit was made. The cusotmer's galileo was evaluated, and was operating as expected. No samples were returned for investigation testing.